Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or stirps do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay reporter/son contacted lifescan (lfs) on october 31, 2006 alleging that this father ended up in a "diabetic shock" due to his lfs meter. A medical affairs specilist (mas) mailed a letter to the patient since the user could be reached for further clinical information. Mas listened to the recorded call and obtained the following information: the patient uses the surestep meter and ultra meter. One meter is for traveling and the other one he uses at home. Reporter mentioned that his father had obtained inaccurate readings on both meters; however, there is no information on what the readings were on the meters. There is also no information on which metr he used at the time of the event. Patient test 3x a day and has chf. On october 26, 2006 at 9:30 pm, the patient collapsed and the reporter contacted the paramedics. Paramedics treated the patient with lasix, digoxin and insulin and the patient was taken to the hospital. There is no information on whether the patient tested his blood glucose prior to collapsing. Patient's blood glucose went from 125 mg/dl to over 200 mg/dl in the hosptial using the hospital's device. While his stay in the hospital, he was treated with insulin and his blood glucose was tested every hour in the hospital. The patient was on actose and starlix and there is no information on his new diabetes regimen. During the conversation with the customer care advocate (cca), the reporter mentioned that the patient was in the hospital for "unrelated conditions". Patient stores the test strip properly. A quality control test was not done, since the reporter did not have the subject test strips or meters available to troubleshoot. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the event, readings on the lfs meters, which meter he used at the time of the event, initial reading on the paramedic's meter and the diagnosis in the hospital. Patient went to the physician's office on october 30, 2006 and was advised that he does not have hypoglycemia and that his blood glucose readings are "normal". Reporter's blood glucose results recently on his meter had been in the 60-70's.